Manufacturer narrative:
(B)(6). (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with a dynamic hip system (dhs) plate and six (6) screws on (B)(6) 2015. On unknown date patient complained of discomfort from the implanted screws. Patient was returned to surgery on (B)(6) 2017 where all hardware was removed intact. Procedure was completed successfully with no delay. Patient was reported as stable. This report is for one (1) cannulated screw. This is report 6 of 7 for (B)(4).